Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred; therefore, no product is expected to be returned.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the case was converted to open surgery due to bleeding. The patient's anatomy was reported as containing an excessive amount of fatty tissue; the bleeding occurred from a blood vessel that was hidden within that tissue. As the procedure was being converted, the patient side cart (psc) couldn't be backed away from the surgical field. An error message was displayed stating, "cannula is attached". Initially, staff verified that there were no cannulas attached to any of the cannula mounts on the psc arms; however, the surgeon later reported that a cannula had still been attached. It's unknown the amount of blood loss that occurred, how the bleeding was resolved or if a transfusion was required. The procedure was completed and patient recovered with no post operative complications.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The following additional information was obtained regarding the reported event: the event occurred during a da vinci-assisted esophagectomy procedure. While using a synchroseal instrument to skeletonize a vein, bleeding occurred from a branch of the splenic artery that was hidden within fatty tissue. After converting the case to open surgery, clips were used to resolve the bleeding. The blood loss was reported as 1.2 liters; a blood transfusion of 2 units was administered to the patient.